Manufacturer narrative:
One cadd ms3 pump was returned for analysis. During investigation, the customer's stated problem was verified. The pump key beeps were low, and the pwa board did not functioning properly. According to the investigation the pwa board will be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received that during bench testing of this smiths medical cadd ms3 pump, the pump exhibited "key beeps too low". It was reported that there was no patient involvement.